Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the left ventricular (lv) threshold progressively increased and had failure to capture. The device was reprogrammed to increase the lv output and the lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.